Event description:
Customer reported a hole in PICC line. During care and maintains they saw a leakage from the PICC line when they flushed it with nacl. The treatment that the patient has got before are: pembrolizumab, karboplatin och pemetrexed. No harm to the patient; got a new PICC line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr single lumen powerpicc catheter. Light use residue was observed on the catheter. An attempt to flush the catheter with water using a 12ml syringe revealed a leak between the molded joint and the catheter shaft. Microscopic inspection of the leak site revealed a longitudinally aligned split. The split was observed to be granular and uneven. An impression line was observed in the catheter shaft which extended from the split. Repetitive mechanical stresses may have contributed to the longitudinally aligned split. Additionally, the location of the split suggests catheter securement techniques may have also contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported a hole in PICC line. During care and maintains they saw a leakage from the PICC line when they flushed it with nacl. The treatment that the patient has got before are: pembrolizumab, karboplatin och pemetrexed. No harm to the patient; got a new PICC line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.